Manufacturer narrative:
Device history record: as no lot number was provided a DHR review could not be completed. Capas and ncrs associated with lot: as no lot number was provided a review of capas and ncrs could not be completed. Due diligence: three attempts were made to obtain additional information regarding the product and lot numbers on (B)(6). However, no response was received from the complainant. No additional information available at this time. Risk analysis and previous complaints: cerapedics risk analysis document (B)(4), revision 25 (flex fr) was reviewed. The failure mode identified in this complaint is already identified under line item 43, potential effect 1 - "inadequate retention in graft site, migration." Therefore, no updates to the risk assessment are required. There have been (B)(4) previous complaints related to this potential failure mode. Based on the total number of units distributed (n=44,110), the observed rate is (B)(4). The mitigated risk probability for this potential failure mode is estimated to be 2 or an estimated occurrence rate of (B)(4). Ous flex fr IFU (p/n 40002-06-3) lists the following as a potential adverse effect: "extrusion or migration of the bone void filler, as is possible with any bone void filler, resulting in pain, neural impingement, physical impairment, irritation or wear of articulating joint, or loss of function; any of which may require revision surgery." As such, no updates are required for the IFU. Conclusion: based on the information available, a causal link between the flex fr product and the migration cannot be established. However, out of an abundance of caution this complaint is being incorporated into the risk management process. As listed in the IFU (p/n 40002-06-3), migration is listed as a potential adverse effect; therefore, no additional actions are required.

Manufacturer narrative:
Pending additonal information and investigation.

Event description:
Patient: 53 years old, female. Original procedure (without cerapedics' I-factor flex fr device): (B)(6) 2020: a primary tumor case in which iliac crestautologous bone was used and failed. First revisionsurgery (first use of I-factor flex fr): (B)(6) 2021: I-factor flex fr was morselized with allograft andapplied to defect. Subsequent follow-up in (B)(6) 2022 showed I-factor flex fr had migrated. Secondrevision surgery: (B)(6) 2023: unknown at thistime if the revision surgery was related to I-factorflex fr devic.e

Manufacturer narrative:
Device history record: as no lot number was provided a DHR review could not be completed. Capas and ncrs associated with lot: as no lot number was provided a review of capas and ncrs could not be completed. Due diligence: three attempts were made to obtain additional information regarding the product and lot numbers on february 3rd, february 6th, and february 19th. However, no response was received from the complainant. No additional information available at this time. Risk analysis and previous complaints: cerapedics risk analysis document ra-010, revision 25 (flex fr) was reviewed. The failure mode identified in this complaint is already identified under line item 43, potential effect 1 - "inadequate retention in graft site, migration." Therefore, no updates to the risk assessment are required. The risk assessment documentation has been reviewed and remains adequate. Ous flex fr IFU (p/n 40002-06-3) lists the following as a potential adverse effect: "extrusion or migration of the bone void filler, as is possible with any bone void filler, resulting in pain, neural impingement, physical impairment, irritation or wear of articulating joint, or loss of function; any of which may require revision surgery." As such, no updates are required for the IFU. Conclusion: based on the information available, a causal link between the flex fr product and the migration cannot be established. However, out of an abundance of caution this complaint is being incorporated into the risk management process. As listed in the IFU (p/n 40002-06-3), migration is listed as a potential adverse effect; therefore, no additional actions are required.